Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/08/2014 with the following findings:the complaint could not be duplicated. Review of the pump¿s black box revealed a related loss of prime warning. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. The force sensor was found to be within calibration and functioning per specification. No damage or defect was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had emitted multiple loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.